Event description:
Same case as #2134265-2009-01318. It was reported that during a coronary drug eluting stenting treatment procedure, pt complications occurred. The 99% stenosed lesion was located in a calcified and mildly tortuous proximal to mid right coronary artery. The lesion was predilated with a 3.0 x 15mm quantum maverick balloon. A taxus liberte' 3.5x32mm drug eluting stent was implanted at the target lesion, however, when the stent was implanted, the plaque shifted distally and the physician opted to place a second stent. The physician attempted to advance the taxus liberte' 3.5x12mm drug eluting stent but encountered resistance. When the device was removed, it was noted that the distal end of the stent was damaged. The procedure was completed with another taxus express2 stent. No further complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.